Manufacturer narrative:
Related voluntary medwatch form received: mw5156138.

Event description:
Voluntary medwatch form received states: it was reported that this left ventricular (lv) lead exhibited noise with over-sensing and pacing inhibition. Technical services (ts) discussed troubleshooting options and programming considerations. This lv (left ventricular) lead remains in service. No adverse patient effects were reported. It was noted that the patient presented to the emergency room (ER) with unrelated symptoms of abdominal pain and vomiting.

Manufacturer narrative:
Correction: section h6: health effect - clinical code should have been "4582 - no clinical signs, symptoms or conditions".